Manufacturer narrative:
A review of the architect c16000 analyzer's instrument logs was performed and found that pre- and post- ict module reads were stable for the time period of the customer issue and that the ict module was within expiration dating. No indication of cracked instrument cuvettes was found. On-site service was not performed for the current customer issue. On 06 june 2016 an abbott field service engineer (fse) did visit the customer site and proactively replaced the valve popper set and the internal probe wash (b) bellows. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. A possible issue with sample handling/integrity cannot be ruled out since the issue was isolated to a single sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that one patient sample generated an initial sodium assay result of 114 mmol/l that retested at 136 mmol/l (the customer uses a normal reference range of 138-145 mmol/l). The sample retested at 136 mmol/l on the other architect c16000 analyzer in the lab. No suspect results were reported from the lab with no reported patient impact.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected .